Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not load properly. It was noticed that the seal in the device was half way out and unfolded. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. No evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The tension spring assembly remained inside the delivery device. The seal was extended outside of the delivery tube and was delaminated at the outer two coils. The device was measured. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).